Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image, only static was displayed. The issue occurred during device installation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the customer, working by phone with the olympus technical assistance center (tac), resolved the issue on site. The issue was found to have been created by loose connections on the communication cable and the light control cable. All issues were resolved. Olympus will continue to monitor field performance for this device.